Manufacturer narrative:
A partial lead with the lead tip measuring 53.1cm was returned for analysis. Internal insulation abrasion was noted at 18.2-19.7cm from the distal tip. External insulation abrasion was noted at 31.8-32.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 442-44.5cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted under the rv shock coil at 4.7-4.9cm from the distal tip. Internal insulation abrasion was noted under the svc shock coil breaching various cable lumens at 21.2-21.3cm, 22.0-22.1cm, 24.6-24.7cm, 25.4-25.5cm, 25.7-25.8cm, 27.2-27.3cm, and 28.2-28.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted under the svc shock coil at 20.6-20.7cm from the distal tip. On rv cable etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Event description:
It was reported that when patient presented to the hospital for a device change out procedure due to normal eri, low, out of range, high voltage defibrillation impedance issue was observed on the rv lead. All lead measurements via previous device were normal. Physician plugged in the lead into the new device and low impedance issue was observed. A fluoroscopy was performed and lead looked normal and no externalized conductors were observed. Lead was explanted and a new lead was implanted. No further information available.

Event description:
New information received. Patient was stable post procedure.